Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete testing) has been confirmed. Upon investigation the monitor was resetting during incoming testing. The cause for the failure was isolated to liquid contamination on multiple components on the computer/analog and defibrillator pcas. The contamination resulted in shorted power supplies which caused damage to multiple components on both pcas. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to complete functional testing.